Event description:
It was reported that an increase in capture threshold was observed during a routine device interrogation. Monitoring of the patient will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.